Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure in (B)(6) 2015 and topical skin adhesive was used. Following the procedure, the patient experienced a skin reaction at the closure site. The dermatologist opined to the surgeon that the patient had a severe dermatitis reaction to the topical skin adhesive. The patient was treated with steroid creams, antibiotics and oral steroids. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/28/2016. It was reported that the patient underwent a bilateral thighs re-excision along with axilla excision hidradenitis procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, betadine paint was used as skin prep, but incision was not re-prepped before closure and was dried prior to the application in one layer of the topical skin adhesive. Within forty eight hours following the procedure, the patient experienced dermatitis and steroids were prescribed for the first reaction. By the third day, the redness was spreading to around the thighs and arms as well as to the lower abdomen and lateral upper trunk. The patient was uncomfortable and areas were warm and very itchy around the incision. It was reported that the patient also presented small areas of blistering outside of the prior areas where hidradenitis was present. Overall, the reaction covered circumferential upper arms and thighs, the front of the lower abdomen and sides of the upper trunk. It was also reported that, currently, the patient recovered and she is doing well. (B)(4).